Event description:
The heads of two axsos 4mm locking screws snapped off during tightening. One was by power tool, the other by hand. Surgeon said bone was very sclerotic.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Additional lot# z16312 manufactured 07/04/2012. Evaluation summary: the reported event that the screw broke could be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. The surface of the fracture indicates that the breakage occurred due to a great force. In the op-tech. For axsos locking plate system it is stated: "final tightening of locking screws should always be performed manually using the torque limiting attachment (ref (B)(4)) together with the solid screwdriver t15 (ref (B)(4)) and t-handle (ref (B)(4)). This helps to prevent over-tightening of locking screws, and also ensures that these screws are tightened to a torque of 4.0nm. The device will click when the torque reaches 4nm." "If inserting locking screws under power, make sure to use a low speed to avoid damage to the screw/plate interface, and perform final tightening by hand, as described above.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
The heads of two axsos 4mm locking screws snapped off during tightening. One was by power tool, the other by hand. Surgeon said bone was very sclerotic.